Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed because it was reported additional treatment was done to resolve the issue. The device was not returned for investigation and no photos, scans, x-rays, or physician's reports were provided. For these reasons, no functional testing or inspections could be performed. The DHR was reviewed; no non-conformances were found. There are no indications of manufacturing defects. This is the only complaint regarding post-operative incision non-union and effusion for this item# 01-3801, lot# 407120. For this part (01-3801) in the previous one year (from the notification date) regarding post-operative incision non-union and effusion, there is a complaint rate of 0.05% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint cannot be determined. Possible causes for post-operative incision non-union could include not following proper wound closure techniques, patient condition, or activity level. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00425, 0001032347-2020-00426 medical products: pectus system 11in pectus support bar, part# 01-3711, lot# ni. Pectus system elongated pectus stabilizer, part# 01-3801, lot# 407120. Reporter telephone number (B)(6). The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: foreign country: (B)(6).

Event description:
It was reported that patient experienced poor wounding healing, swelling and edema at the surgical site three (3) weeks following implantation of a pectus support bar. The patient received symptomatic treatment for more than one (1) month. Following treatment, the incision healed and the edema disappeared. No additional patient consequences were reported.